Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a patient's mother that the patient had a pod on and the cannula came out into the skin like normal but the metal needle was still stuck and remained in the patient's skin for days after.